Event description:
Reported as: "pt admitted to hospital due to vomiting for 3 weeks." Follow up with the physician reveals: " the pt is now on protonix, and cytotec used for peptic ulcer disease and reflux. She had ulcerations to her upper stomach, and could have been eating incorrectly. That is my guess that this vomiting and reflux are related to her lap-band system."

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned for analysis. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Vomiting and reflux are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures.